Event description:
It was reported that during a da vinci-assisted nissen fundoplication-isolated surgical procedure, a small round fragment attached to the wrist of the synchroseal instrument fell inside the patient. The procedure was completed robotically. Isi followed up with the initial reporter and obtained the following additional information: the synchroseal instrument was inspected prior to use with no damage found. The surgeon did not know when the fragment fell exactly. The surgeon found the small round fragment on the tissue, and then realized it was from the synchroseal instrument. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure and the instrument did not collide with any other instruments or other hard material during the procedure. The surgeon tried to retrieve the fragment through the cannula but was unable to do so. The customer tried to find the fragment inside the patient again but could not find it. No fragments were retrieved. No post-operative tests were performed as the fragment was too small to be revealed by x-ray. The patient has not experienced any post-surgical complications related to retaining a foreign object. No additional surgical procedure has been planned to remove the remaining fragment.

Manufacturer narrative:
Based on the claim against the product by the customer noting fragment fell into the patient, an investigation is in progress. An return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the image provided by the customer was performed by isi regulatory post market analyst and showed a missing pivot pin washer. This complaint is considered a reportable malfunction and adverse event due to the following conclusion: it was alleged that a small round piece attached to the wrist of the synchroseal instrument broke and fell inside the patient during a da vinci assisted procedure. All fragments were not retrieved. At this time it is unknown what caused the breakage to occur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument involved with this complaint and completed the evaluation. Failure analysis (fa) investigation found the primary failure of dislodged pivot pin washer to be related to the customer reported complaint. The returned synchroseal instrument was found with a pivot pin washer dislodged from the jaw cover. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, the jaw ceramic dots were present. The washer was not returned with the instrument. No errors occurred during in-house testing. A review of logs showed no failures. The root cause of this failure is attributed to mishandling/misuse. An additional observation not reported by the site was also identified. The instrument was found to have the jaw cover dislodged from its normal position. The root cause of this failure is typically attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.